Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter read inaccurately erratic. The patient manages her diabetes with glipizide and 70/30 insulin. The pt reported blood glucose results of " 133, 133, and 133 mg/dl" with a lifescan meter, performed greater than 20 minutes apart from each other. At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of lightheadedness and shakiness. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the pt's testing frequency, what actions the pt took before and after the symptoms developed, what meter readings the pt obtained before and after the symptoms developed, and what actions the pt took based on the meter readings. In addition, it would have been helpful to know what date/time the symptoms developed, what her last meter reading was before the symptoms started, and what date/time the last reading was obtained. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.